Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint - litigation papers allege the patient suffers from pain and discomfort; the formation of metallosis and pseudotumors which have damaged bone and tissue surrounding the implant; stiffness; inflammation; chromium and cobalt metal toxicity; lack of mobility; and other complications. Ppd received 10/23/2012.- update 2/4/2013 - plaintiff's preliminary disclosure form was received, which identified correct implant date. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Doi: 12/17/2007. Update - 08/09/2016 pfs received. After review of the pfs for MDR reportability, in addition to what was previously reported, adding the stem and sleeve due to the previously alleged elevated metal ion levels. The complaint was updated on: 09/01/2016.